Event description:
Additional information received reported that the patient was still having concerns with her therapy but was working with her doctor or manufacturer representative. It was noted that the patient had appointments scheduled for (B)(6) 2012 and (B)(6) 2013. Six days later, it was reported that the manufacturer representative had not met with the patient again yet. A follow-up report will be made if additional information becomes available.

Event description:
It was reported the patient was unable to adjust stimulation. It was noted there was a "call your doctor" icon showing. It was also noted there was a power on reset (por) condition. The por was seen on both the programmer and charger. Patient was scheduled for appointment with their health care provider (hcp) the day of report. The following day it was noted the patient synched with the ins. After synch the patient could feel stimulation. It was noted the patient needed to turn stimulation up much higher than before the por. It was noted patient programs may have reset themselves after the por and they were now on a cycling or scheduled therapy mode. The same day it was reported stimulation was turning off. It was unknown how many groups if any used cycling. After por the patient's group may have changed. Patient also stated they increased amplitude and did not feel the same. It was noted "stimulation was increased a lot past their previous setting." Patient had trouble with the stimulator and thought it wasn't working. Patient tried to recharge but noticed the device was charged and then they received an error code. Patient was told to see hcp to get ins reset. Hcp reset the ins when they saw the patient. When the patient got home from their appointment they turned on the device but needed to turn the amplitude up very high. Using the patient programmer the patient received a message to return to clinician settings. The patient followed instructions and then noticed they were not getting the relief they wanted. It was also noted the ins was turned off. It was also noted the patient was getting the same error code and they still needed to turn up stimulation to feel comfortable. It was noted at one time is was set too high. Over a week later it was reported since the por the patient requires higher voltage therapy settings to get the same pain coverage. When the patient had positional movements it caused stimulation to be strong/too high. Impedances were all normal, between 800 and 900. Patient's programs and groups were exactly the same and it was noted nothing had changed since the por with regards to programming. Patient had a CT scan after the por code was seen. There were no adverse events associated with CT scan according to patient and no other electromagnetic interference (emi) events known follow up from the health care provider reported the cause of the event was unknown. There were no abnormal impedances. Imaging results showed the leads appeared unchanged. Reprogramming noted good stimulation and higher power setting. The patient did not require hospitalization due to the event and there was no injury to the patient.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information stated that the patient saw her healthcare provider (hcp) on (B)(6) 2013 and the power on reset (por) condition was cleared. It was also noted the patient is being referred to a neurosurgeon for possible lead revision. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported the error code that accompanied the power on reset (por) condition was unknown. The por was cleared. Patient outcome was 'pending.' Additional information received a week later reported the patient was going to be seen (B)(6)-2013. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.